Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Concurrent conditions included cramp in lower abdomen, pelvic discomfort, constipation, menstrual disorder, vaginal bleeding, endometrium cystic, abdominal pain, mammogram, physical breast examination, blood cholesterol increased, bloating, spotting vaginal, headache, bloating, painful periods and flooding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and migraine ("migraines"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, dysmenorrhoea and migraine outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: 3-4 lagging coils were noted and appropriate placement confirmed in to right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea and pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.